Event description:
A fasting lab comparison was performed on a pt. The device result was "hi" and the lab result was 396 mg/dl. The pt was given insulin based on the lab result. Controls were stated to be in range but values were not given. A request was made for the return of the suspect device and replacement prod was sent.